Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of tb, anxiety, pelvic pain female, tubal ligation, tonsillectomy, cholecystectomy, appendectomy, dyspareunia, menorrhagia and obesity. Previously administered products included: topamax and celexa [celecoxib]. On (B)(6) 2020, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (robotically assisted total laparoscopic hysterectomy with bilateralsalpingooophorectorny.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.271 kg/sqm. [Pathology test] on (B)(6) 2020: surgical pathology report: specimens received: a. Uterus, cervix, bilateral fallopian tubes and ovaries. Final diagnosis: uterus with cervix and bilateral adnexa: weight of uterus with cervix 120 g. Cervix with chronic inflammation at the transformation zone. Endometrium with unremarkable proliferative features. Myometrium, within normal limits. Serosa, within normal limits. Right fallopian tube with benign paratubal cysts. Right ovary with benign 1.3 cm mucinous cyst and several cystically dilated benign follicles. Left fallopian tube, within normal limits. Left ovary with several cystically dilated benign follicles. [Smear test] in (B)(6) 2019: negative [ultrasound scan] (date unknown): which showed an cm uterus 1.4 cm endometrial stripe and follicles on both ovaries quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of tb, anxiety, pelvic pain female, tubal ligation, tonsillectomy, cholecystectomy, appendectomy, dyspareunia, menorrhagia and obesity. Previously administered products included: topamax and celexa [celecoxib]. On (B)(6) 2020, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (robocticaily assisted total laparoscopic hysterectomy with bilateralsalpingooophorectorny.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.271 kg/sqm. [Pathology test] on (B)(6) 2020: surgical pathology report: specimens received: a. Uterus, cervix, bilateral fallopian tubes and ovaries. Final diagnosis: uterus with cervix and bilateral adnexa: weight of uterus with cervix 120 g. Cervix with chronic inflammation at the transformation zone. Endometrium with unremarkable proliferative features. Myometrium, within normal limits. Serosa, within normal limits. Right fallopian tube with benign paratubal cysts. Right ovary with benign 1.3 cm mucinous cyst and several cystically dilated benign follicles. Left fallopian tube, within normal limits. Left ovary with several cystically dilated benign follicles. [Smear test] in (B)(6) 2019: negative. [Ultrasound scan] (date unknown): which showed an cm uterus 1.4 cm. Endometrial stripe and follicles on both ovaries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.